Event description:
It was reported that the battery drawer of an external pulse generator sticks when opening. Technical services had the caller outward extend the battery contact tabs which corrected the issue. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).